Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient representative reported "hospitalization, asymmetry of breasts, capsular contracture, anxiety, ptsd, chronic gastrointestinal upset and reflux, pain prior to explant procedure, diagnostics and explant surgery. Patient has not been diagnosed with bia-alcl." The reported events of "scarring and disfigurement" and "depression" have been deemed not related to the device. This record is for the right side. The device has been explanted.